Event description:
It was reported that the customer's insulin pump screen went blank, after it was constantly alarming and vibrating and the customer took the battery out. Upon replacing the battery with a new one, customer received unexpected restart alarm. The insulin pump was not stored or not in use for an extended period of time. No related corrosion or damage was found. Customer's blood glucose was 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.